Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst and withdraw difficulty were confirmed by the imagery provided . No manufacturing non-conformance was identified during the evaluation. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, ''the commander balloon ruptured upon full inflation during valve deployment. The team was not able to bring commander system back into esheath because of the ruptured balloon. The root cause of the rupture was calcified aorta''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that additional volume (36cc vs 33cc) was used for deployment. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Also, as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient (calcification) and/or procedural (extra volume) factors contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. No device or labeling problem was identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 29mm sapien 3 valve. As reported, the commander balloon ruptured upon full inflation during valve deployment. The valve was successfully deployed. Slow inflation technique was used. There was 36cc of volume in the insufflator. The team was not able to bring commander system back into esheath because of the ruptured balloon. The physician thought it would be safe to do a surgical cut down to remove the commander system with the rupture balloon. The commander delivery system balloon was successfully removed. The balloon completely retrieved and there were no missing pieces. The artery was repaired with a pericardial patch. The patient left the operating room. The device is not available for return. The root cause of the rupture was calcified aorta. The final patient status was that the patient did very well.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device not available.